Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 03.641.004 synthes lot # 7934215-01 supplier lot# 7934215-01 release to warehouse date: june 11, 2015 supplier: avalign technologies-nemcomed no ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the socket wrench for veptr nut (p/n: 03.641.004, lot #: 7934215-01) was returned and received at us customer quality (cq). Upon visual inspection, scratches and discoloration was observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The lowest torque of the device measured during calibration testing was not within the specified torque range. Hence, the torque test failed low. Service and repair evaluation: it was reported on april 23, 2021, during evaluation at service and repair, the socket wrench for veptr nut was found to have failed calibration. The repair technician reported the device failed torque testing. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - socket wrench complaint confirmed? Yes, the device received failed low during torque test. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the socket wrench for veptr nut (p/n: 03.641.004, lot #: 7934215-01). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, during evaluation at service and repair, the socket wrench for veptr nut was found to have failed calibration. There was no patient involvement. This complaint involves one (1) device. This report is for (1) socket wrench for veptr nut. This report is 1 of 1 (B)(4).